Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Five days after onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis event was unknown. Treatment information was not reported. At the time of this report, the patient remained hospitalized and was recovering from the peritonitis event. Dianeal therapy was temporarily discontinued and the patient was placed on hemodialysis. No additional information is available.

Manufacturer narrative:
(B)(4).the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.